Event description:
Event description guidant received information that this transvenous defibrillation lead was not implanted. After placement, noise was observed in bipolar configuration. The rate/sense impedance was high and out-of-range, as measured by the pacing system analyzer (psa). The physician elected to remove the lead due to a concern for the integrity of the conductor. A second lead was implanted without noted incident.